Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws were loose after silicone had peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The silicone insulation on the cold jaw was peeled and torn from the tip towards the middle of the jaw, exposing the inner metal part underneath. Microscopic inspection showed that the heater wire slightly flexed but remained attached to the jaw. Based on the returned condition of the device and the evaluation results, the reported failure "peeled jaw" and the analyzed failure "material twisted/bent" were confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws were loose after silicone had peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.